Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using a pod coil and a lantern delivery microcatheter (lantern). It should be noted that the patient¿s anatomy was mildly tortuous and moderately calcified. During the procedure, the physician experienced resistance while attempting to advance the pod coil through the proximal length of the lantern. The physician decided to continue advancing the pod coil to the target location. While the physician was retracting the pod coil into the lantern to reposition it, the pod coil fractured. The fractured coil was successfully retrieved. The procedure was completed using pod packing coils (packing coils) and the same lantern. There was no report of an adverse effect to the patient.